Event description:
While servicing the ventilator, the manufacturer's field service technician reported during testing the ventilator would alarm and restart. The customer did not report an occurrence of the reported finding during any previous usage. The ventilator was not in use on patient, therefore there was no patient harm or involvement. The service technician replaced the power supply to correct the findings. Performance verification testing was completed, and all tests passed to operating specifications.